Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. The device history report (DHR) review is not applicable or relevant because this device is not an out of box failure and/or the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. The customer's stated problem was verified by the technician. The root cause of the reported issue was found to be that the circuit board was faulty causing alarming. The circuit board was be replaced.

Event description:
It was reported that the device alarmed. No patient injury was reported.